Manufacturer narrative:
No product was returned for investigation.  The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the reported detachment could not be confirmed.

Event description:
During device preparation, upon opening the package, the three-way stopcock was found to be detached from the body. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.